Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of a set separating was received from the customer. A sample was also returned for investigation. Through visual inspection the customer's complaint of separation was verified. The filter and above was separated from the set as well as the luer lock at the bottom half of the set. Excess solvent was found at the end of the set and in the y-site connected to that tubing. No solvent traces could be detected at the top of the set where the filter was attached. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: the root cause for the separation of the top half of the set was determined to be insufficient amounts of solvent added to the set. The root cause for both the separation at the bottom of the set and the brownish material found inside the y-site was determined to be excess solvent added to the tubing for the engagements. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing was defective. The following information was provided by the initial reporter: "we have yet another tubing with the same issue-this one was in our surgery dept." "We have one of the defective alaris tubing set ups in paa."